Manufacturer narrative:
(B)(4), 2001. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, the ICD involved in this MDR report was explanted two days after implant because of high lead impedance: - during the implantation procedure, correct lead impedances were measured with the external psa; -when the defibrillation lead was connected to the ICD, high lead impedances were measured (for both pacing impedance & rv/svc coils). Same results were obtained just before the re-intervention. The physician decided to replace the lead and the ICD thus solving the problem. The ICD device was returned for analysis.